Manufacturer narrative:
Inspection and analysis was performed on the returned stone cone and no abnormalities were found on the device; the device functioned as designed. The condition of the returned unit was not consistent with the complaint incident that the coating of the coil peeled off. Visual, physical and/or performance testing was performed which showed no evidence of either the alleged issue(s) or any defect which could have contributed to the event. A device history review was performed and no issues were identified which might have caused or contributed to this complaint. Therefore, the most probable root cause of this complaint is not confirmed.

Event description:
It was reported to boston scientific corporation that a stone cone nitinol urological retrieval coil was used during a ureteral stone removal procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the coating of the device peeled off completely without any laser contact and fell inside the patient's body. The physician retrieved the fragments successfully. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a stone cone nitinol urological retrieval coil was used during a ureteral stone removal procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the coating of the device peeled off completely without any laser contact and fell inside the patient's body. The physician retrieved the fragments successfully. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.